Event description:
Three days following a coronary drug eluting stenting treatment procedure, the pt expired. The pt presented with an acute mi after 3 days of chest pain. Angiography revealed that 10 mm of the proximal rca was open, but the rest of the rca was totally occluded, timi 0 flow. No significant disease was noted in the left coronary system. The pt was medicated with intracoronary nitroglycerin, a double bolus of integrilin and aspirin. The physician had difficulty advancing the luge wire into the lesion, but was able to pass a choice pt. An nc raptor 2.5 x 20 mm balloon was used to predilate the occluded proximal vessel; but no flow was resumed. The physician dilated the mid portion of the vessel; minimal flow was returned. The balloon was passed distally and multiple inflations along approx 80 mm were performed after which flow resumed. As residual thrombus was noted, angiojet thrombectomy was performed prior to placing the stents. A temporary pacemaker was placed. The physician deployed a taxus express2 3.5 x 32 mm drug eluting stent in the mid portion of the vessel at 14 atms. A second taxus express2 3.5 x 24 mm drug eluting stent was deployed proximal to the 1st stent with slight overlap at 18 atms. A third taxus express2 3.0 x 24 mm drug eluting stent was deployed distally with slight overlap to the more proximal mid vessel stent. A fourth taxus express2 3.0 x 16 mm drug eluting stent was deployed with slight overlap (unknown whether distal or proximal to previously placed stents). Following the placement of the fourth taxus stent, timi 3 flow was established. There was some additional atherosclerosis in the distal portion of the vessel, however, given the normal flow, the physician elected not to proceed with intervention of that segment at this time. The pt was given respiratory support via 100% non re-breathing mask, additional doses of lasix and dopamine. The procedure was considered high risk. The pt was transferred to the coronary care unit for observation and further treatment. Three days later the pt was intubated and emergently transferred back to the cath lab with hypotension, hypoxemia and pulmonary edema. Injections of the rca revealed total occlusion of the rca. The physician was unable to pass multiple wires through the occlusion. The pt expired. In the opinion of the physician, this problem was not related to the taxus stents. Same as manufacturer's report#: 6000093-2004-00237, 6000093-2004-00238 and 6000093-2004-00239.